Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. Lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during the implant procedure the helix of the lead could not retract. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.